Event description:
It was reported by the rep the device was used during a laparoscopic adnexectomy. It was reported the device fired staples but did not cut between tissue. Scissors were used to cut tissue. 06/05/1998 another stapler was used to complete the case. There was no consequence to the pt.